Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to a defective drawer. A field service engineer connected remotely to assist the customer in ejecting the malfunctioning cubie to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device. E.1. Initial reporter facility name: (B)(6).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had drawer failure. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.